Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Right-side MRI indicated rupture.

Manufacturer narrative:
Sientra complaint#: (B)(4). Device evaluation: d6b, d9, g3, g6, h2, h3, h6, h10. Sientra received the suspected device from the customer and performed a failure analysis. The device was returned back and upon initial observation found to have shell failure and moderate yellowing. The device was unable to be weighed. Upon device inspection, the explant was received in 1 piece. Upon optical inspection, this explant was received ruptured and was submitted for optical analysis. An area with possible striations was identified. The explant was analyzed using an optical microscope and images were taken of the area and are as follows: (B)(6) analysis 120x 1, (B)(6) analysis 120x 2, (B)(6) analysis 160x 1, and (B)(6) analysis 160x 2. The observed result of shell failure is surgical instrument damage. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.